Event description:
Technician alleged the head casters hold, but the foot caster wobbles and brakes do not fully set. They still roll and swivel. Technician found the plastic shafts were broken. He replaced casters to resolve.